Manufacturer narrative:
Reporting address state: (B)(6).

Event description:
Device had error codes - 110a (proximal pressure sensor autozero failed), 110e ( air flow error calibration data error) and 110f( o2 flow error calibration data error). In addition, warning message that oxygen not connected when oxygen was connected. The device was not in clinical or therapeutic use at the time of the event, and no patient or user harm was noted. A field service engineer (fse) was dispatched to site and confirmed the reported problem. The fse determined that data acquisition board needs to be replaced to fix all the three error codes and gas delivery system (gds) for o2 not connected error. The fse replaced the gds which comes with data acquisition board on it. The device was tested for performance verification after repair was completed and delivered in working condition. Although requested to be returned, the removed component was not received for evaluation at this time. If a part is received and evaluated, an additional report will be submitted.